Event description:
It was reported, that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. After loading multiple cartridges insulin delivery was resumed. It was also reported, that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin, during the load sequence. A new cartridge was loaded to resolve the issue. It was reported, that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customers blood glucose was 171 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.